Event description:
A doctor contacted baxter (B)(4) regarding a leak from the tubing of a transfer set. The home patient (hp) noticed that the silicone tubing of the transfer set was leaking after connection by the clean flash. There was patient involvement, but no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. One used set with no cap (loose in pouch) on spike and no cap on the patient connector was received for evaluation in reference to leak. The set was functionally hand tightened with a (B)(4) lab titanium adaptor without difficulty. The set was then tested underwater at 8 psi with leak noted from cut/hole 1 1/2' from sleeve in closed position in silicone tubing. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed; however, the root cause could not be determined.